Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, a cut in the video cable was observed and a faulty charged coupled device (ccd). The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k190744.

Event description:
It was reported to olympus that a videotelescope had a green image. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during intake.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5 and g2 were corrected with information that was inadvertently omitted from the initial report. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit (ccd) could not be determined. It is possible that the defective ccd was caused by unacceptable tension in the ccd holder assembly due to the use of an adhesive not adapted to the load or temperature collective, and created an insufficiently formed adhesive layer, due to asymmetrical alignment of the spring to the ccd holder before the bumper sleeve is joined, or pre-existing damage to the ccd holder assembly due to the use of a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a therapeutic procedure. Another device was used to complete the procedure.